Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a permanent out of range signal occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed. The customer complaint of a permanent out of range signal was confirmed. The root cause was determined to be a failed transmitter.